Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) took 8 minutes to come back up after being in standby mode. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. In an attempt to replicate the issue, the stm placed the iabp in standby for 10 minutes and initiated the cycle but no delays occurred. The logs were reviewed and no power-up fault codes were noted. The stm was unable to duplicate the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) took 8 minutes to come back up after being in standby mode. There was no patient involvement, and no adverse event reported.